Event description:
It was further reported that the rv lead exhibited loss of capture. During the lead replacement, coil disruption of the rv lead was noted. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was also noted that an alert had triggered for high pacing impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.